Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.